Event description:
During evaluation of a returned minicap, it was found that there was no iodine present in the minicap. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection of the device, it was verified that there was no iodine present in the minicap. The cause of the issue was determined to be during the manufacturing process. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.